Event description:
A greenfield filter was implanted on (B)(6) 2005. On (B)(6) 2018, it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On (B)(6) 2018, it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. On (B)(6) 2018 the patient had a CT of their abdomen. The imaging showed that a greenfield filter with infrarenal placement and some degree of tilt as well as penetration. It was felt that the proximal cone was probably embedded in the wall of the ivc with filter limbs having penetrated into the mesenteric fat.